Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified atrioventricular branch. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and a pinhole was noted. The procedure was completed with a different device. No patient complications nor injuries were reported, and the patient condition was good post-procedure.